Manufacturer narrative:
Results: the jet7 was kinked approximately 1.0 cm from the hub and a hole was observed beneath the strain relief. During functional testing, the jet7 was flushed with air while submerged and air was observed exiting the catheter near the hub. The jet7 was advanced through a demonstration neuron max without an issue. Conclusions: evaluation of the returned jet7 confirmed a kink near the hub and revealed a hole beneath the strain relief. If the jet7 is retracted from its packaging at extreme angles or otherwise mishandled during use, damage such as these may occur. During functional testing, the jet7 was flushed with air while submerged and air was seen exiting the catheter near the hub. The jet7 was also advanced through a demonstration neuron max without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the transverse sinuses using a penumbra system jet7 kit (kit). During the procedure, while attempting to advance the penumbra system jet 7 reperfusion catheter (jet7) into the neuron max 6f 088 long sheath (neuron max), the proximal end near the hub of the jet7 became kinked and cracked. Therefore, the jet7 was removed. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.